Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fvp2, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had their stimulator replaced. The first implantable neurostimulator (ins) came out of their rear end and their health care provider (hcp) had to take it out and replace it. It was noted that the first ins pulled through the patient¿s stitches and was sticking out. The patient had a follow-up appointment with their hcp a week after they were first implanted with their first unit. It was reported that a couple of days before their follow-up appointment the patient noticed the problem. It hurt and felt lumpy because the ins was trying to come through and the patient showed it to the hcp at the follow-up appointment and the hcp was shocked. It was noted that the hcp said the patient needed to have a surgery again and they were able to have a replacement surgery the next day. Additional information received reported that the ins was involved in the reported event. The patient fell 3 weeks post-operatively and eroded the incision causing the ins to stick out. It was noted that the cause of the event was determined to be the fall and it was device related. The patient fell and landed on their left buttock. It was reported that the patient recovered without permanent impairment.